Manufacturer narrative:
This product remains implanted and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. It was confirmed that this product met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned and replaced due to a non specific product performance anomaly. No additional adverse patient effects were reported. Additional information was received indicating that this lead was surgically abandoned and replaced due to high out of range pacing impedances measuring above 3000 ohms. No additional adverse patient effects were reported. Additional information was received indicating that the cause of the observations was a lead fracture. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned and replaced due to a non specific product performance anomaly. No additional adverse patient effects were reported. Additional information was received indicating that this lead was surgically abandoned and replaced due to high out of range pacing impedances measuring above 3000 ohms. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned and replaced due to a non specific product performance anomaly. No additional adverse patient effects were reported. Additional information was received indicating that this lead was surgically abandoned and replaced due to high out of range pacing impedances measuring above 3000 ohms. No additional adverse patient effects were reported. Additional information was received indicating that the cause of the observations was a lead fracture. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned and replaced due to a non specific product performance anomaly. No additional adverse patient effects were reported.